Event description:
The customer reported via phone call that a no delivery alarm occurred on their insulin pump. The customer reported the alarm has recurred 4 times with their infusion set. Customer's blood glucose was 435 mg/dl. The customer treated their blood glucose with the insulin pump. The customer also stated the alarm was resolved by a complete set change. Customer also called back to report a no delivery occurring when attempting to bolus. The customer's blood glucose rose to 500 mg/dl at the time of the second call. Troubleshooting was not completed as the customer was driving. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.